Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-00767, 1627487-2022-00768. It was reported the patient experienced ineffective therapy due to migration of both leads. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.